Event description:
The technician alleged the head section up and down function works intermittent. No pt impact.

Manufacturer narrative:
The technician found the cardio pulmonary resuscitation functions. The technician replaced the hydraulic manifold to resolve the issue.